Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Stryker orthopaedics is a distributor of this device, which is manufactured by osartis. The manufacturer has responsibility for regulatory decisions and MDR/mir reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel.

Event description:
Inconsistency in simplex bone cement setting time leading to complications with surgery. Complaint has unspecified cases and details. Update november 10, 2020: the customer has reported that it is not related to any specific event or lot. The hospital has noticed inconsistency in the cement setting times, a combination of slow and fast setting times, across all the cements. They are not able to provide specific details of cases, patients or specific products. They did not note any cases where the cement had to be revised though. Doctor does not feel there is an issue with the cement, rather that it is the climate and environment that is affected the cement setting times. The hospital has noted that during extreme temperatures in cairns, the hospitals air conditioning system struggles to regulate the temperature inside, which may be causing the inconsistency with the setting times. Doctor is undertaking the study to prove to the hospital that the climate of the region is affecting the setting times.